Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. She was not wearing the insulin pump while she was kayaking. After kayaking, she tried to bolus but the insulin pump alarmed button error. Customer's blood glucose level was 330 mg/dl. She treated her blood glucose with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.